Event description:
The healthcare professional reported that the pt's receiver/stimulator was not tied down during implant surgery. Tie down of the r/s is recommended in the nucleus 22 channel cochlear implant surgeon's manual. The r/s migrated over time and eventually extruded. The pt underwent revision surgery on 12/17/96 to reposition the device. Initial stimulation is scheduled for 1/6/97.